Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is showing a 'battery needs maintenance' alert. The charge is slow, and it is not displaying the green light.

Manufacturer narrative:
Corrected field : e2 , e3 , h8. Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. Despite good faith efforts (gfes), no repair information has been received. A purchase order was not received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.